Manufacturer narrative:
The safety bar was sticking due to corrosion was observed on the safety bar assembly.

Event description:
It was reported that during testing at the user facility the device safety switch was stuck, creating the potential for unintended activation if the device is stuck in a position other than "safe." No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.